Event description:
A hosp nurse reported that a perforation of the colon was noticed during a colonoscopy procedure. The pt was taken to surgery for repair of the perforation and the nurse mentioned that the pt was doing well following the occurrence.